Event description:
The jaws on the bipolar device stuck half way through the case.

Manufacturer narrative:
The returned product was visually and functionally evaluated. The inner shaft was bent, and the upper jaw was found to be broken. The broken piece was not returned for evaluation. Although the upper jaw was broken, the jaws opened and closed without difficulty.